Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the user experienced a high blood glucose of 348 mg/dl and the insulin pump did not alarm. The customer treated their high with a manual injection. The customer's current blood glucose was 384 mg/dl. The customer also alleged a possible under delivery anomaly. No leaks or air bubbles were present during troubleshooting. The customer did not recall receiving any alarms since their high blood glucose began. The customer declined to perform the high pressure test. The displacement test was performed and no reservoir detected appeared on the pump, however, no alarm or sound was produced. During rewind, the pump went blank and turned back on again and asked for another rewind. The device alarmed hardware low level failure and failed battery during self-test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.